Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted melted insulation at multiple sites due to electrocautery. Additionally, the insulation was bunched at 845 mm from the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this left ventricular pacing lead exhibited oversensing which resulted in left ventricular pacing inhibition. A lead revision procedure was planned to obtain a different location. At the time of the procedure it was determined the lead had dislodged. Another manufacturer's lead was attempted, but could not be placed. An epicardial lead implant was planned for a later date. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.